Event description:
It was reported that during scheduled review of remote home monitoring data, this pacemaker exhibited farfield r-wave oversensing resulting in an atrial tachy response (atr) mode switch. Further review recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.